Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced macrohematuria on (B)(6) 2022. The patient experienced weakness and subfebrile temperatures on (B)(6) 2022. A urine sample was positive for leukocytes and hemoglobin, revealing a urinary tract infection (uti) with urosepsis. A urinary inspection and an ultrasound performed were unremarkable for hydronephrosis. An irrigation catheter was inserted and anticoagulation and tamoxifen therapies were temporarily paused. Antibiotics therapy was started empirically with pivmecillinam on (B)(6) 2022. Blood cultures taken on (B)(6) 2022. Were positive for e. Coli; the patient's antibiotics were changed to ampicillin and sulbactam. The patient was noted to have hyponatremia. On (B)(6) 2022, ventricular tachycardia (vt) was noted, although the patient appeared asymptomatic. Approximately 2 minutes after the vt episode, the patient briefly lost consciousness. The patient's blood pressure parameters remained stable during this time and their implantable cardioverter defibrillator (ICD) appropriately brought them back to normal sinus rhythm. Amiodarone was administered. The vt was thought to be related to the patient's urosepsis. The patient improved clinically on (B)(6) 2022. The patient's bleeding resolved on (B)(6) 2022 with no further hematuria episodes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6)., and the reported bleeding, infection, and arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists bleeding, infection, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.